Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. There are no other similar complaints reported against this batch. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii failed to load properly. The seal remained inside the loader. A replacement device was used to complete the procedure. The hospital did not report any patient effects.